Manufacturer narrative:
¿Date of event¿ is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02806. It was reported that the cervical leads migrated. As a result, surgical intervention occurred during which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.